Event description:
On (B)(6) 2012, the pt reported she woke up in the middle of the night on (B)(6) 2012 and was hallucinating due to low blood glucose of 30 mg/dl. Her husband opened her mouth and poured sugar in. She does not believe she would have been able to treat herself. Her blood glucose increased to 108 mg/dl and she went back to bed. She woke up again shaking and her blood glucose measured 57 mg/dl and she was able to self-treat by eating more sugar. Her blood glucose increased to 200 mg/dl and remained normal (80-110 mg/dl) for the rest of the day on (B)(6) 2012. On (B)(6) 2012, her blood glucose measured 60 mg/dl when she woke up and she was able to self-treat (treatment unk). Her blood glucose remained normal the rest of the day. She disconnected from the infusion device because she did not want to wake up with low blood glucose and her blood glucose measures 35 mg/dl when she woke up on (B)(6) 2012. Further troubleshooting did not reveal any product issues. She was advised to contact her physician. Upon follow up on (B)(6) 2012, the pt stated she reconnected to the infusion device on the evening of (B)(6) 2012. At 2:00 am on (B)(6) 2012, she felt sweaty and her blood glucose measured 45 mg/dl. She ate a few spoons full of jelly and an hour later, her blood glucose measured 56 mg/dl and she ate a bowl of cereal. Her blood glucose increased to 110 mg/dl and she went back to bed. At 5:00 am ,her blood glucose measured 50 mg/dl and she was able to self-treat (treatment unk). She spoke with her dr and he believes low blood glucose is related to the infusion device and her basal rates needed to be adjusted. She stated 6 months ago, her overnight basal rates were increased. A request for assistance was submitted for the pt to speak with a trainer. No product will be returned for eval.